Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis revealed a worn spot in the insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages. It is reasonable to assume that the lead had been shut subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. In addition, the analysis demonstrated a fractured wiring and the conductor cable to the ring electrode was found deformed and uncovered. These damages are due to mechanical forces. Since there was no indication of a material or manufacturing problem, traction forces during the explantation procedure should be taken into consideration. The analysis. Did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after implantation time of about 19 months, oversensing was reported. No adverse pt side effects have been reported.